Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant and protective sheath were returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned stent and chemical analysis of the protective sheath, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a multi-link 8 stent delivery system, it was observed that the stent had dislodged from the balloon prior to loading the stent delivery system onto the guide wire. There were no reported issues during preparation of the device. The stent was found in the clear packaging. The device was not used on the patient. There was no clinically significant delay in the procedured due to the device issue. No additional information was provided.